Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/202016. He device has been returned and evaluated by product analysis on 09/26/2016 with the following findings -black box shows unexpected power on reset event on (B)(6) 2016. The battery compartment is undamaged, returned battery cap is undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. "Ez-prime" steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate "no power" complaint. The pump's cover was removed,moisture corrosion was found to the eepom, u39 flash chip, and the keypad connector.